Manufacturer narrative:
This report is submitted on 2 june 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to development of biofilm at implant site. The patient was re-implanted with a new device.

Manufacturer narrative:
This report is submitted on 8 july 2020.

Manufacturer narrative:
This report is submitted (B)(6) 2020.